Event description:
Customer reported that while the alarm was in use, the housing to the alarm got hot to the touch and the customer reported smelling a strange odor. Customer couldn't provide the date when this occurred. No pt incident of injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm did not get hot during eval and no odor was detected. However, one battery spring inside the battery compartment is bent. The alarm powers on and passes all functional tests. The battery door and alarm case are chipped and the liqui-label is partially torn off and missing. (B)(4).